Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the battery was no longer holding a charge. The rep reported that the patient reported getting 8 coupling bars consistently, but no matter how long charge never reached 100% charge. The rep reported that the patient was having to charge daily and recently 2 times a day. The rep reported that there were no factors that could have led to this issue. The rep reported that no actions/interventions were taken to resolve the issue. No complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the troubleshooting performed due to the battery not fully charging and not holding a charge was interrogation and education. The cause of the battery not charging to 100% and not holding a charge was due to placement. The issue was resolved at the time of the event. No further complications were reported or anticipated.